Event description:
It was reported that this pacemaker system exhibited high out of range pacing impedances measuring above 2000 ohms on the right ventricular (rv) lead channel, which led to a lead safety switch. Technical services (ts) reviewed the information and recommended to continue to monitor. No adverse patient effects were reported. This system remains in service.